Manufacturer narrative:
The returned test strips (lot 40501021) were measured with the returned meter ((B)(4)) in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.4 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 45%, donor 2 hct: 39%. Testing results: donor #1: retention meter and master lot strips: 2.4 inr, customer meter and customer strips: 2.4 inr. Donor #2: retention meter and master lot strips: 2.4 inr, customer meter and customer strips: 2.5 inr. The test strips lot 36888621 were not returned. Retention test strips were measured with the returned meter ((B)(4)) in comparison with the current test strip masterlot. Donor 1 inr: 2.4 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 45%, donor 2 hct: 39%. Testing results: donor #1: retention meter and master lot strips: 2.4 inr, customer meter and retention strips: 2.4 inr. Donor #2: retention meter and master lot strips: 2.4 inr, customer meter and retention strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The results alleged by the customer were observed in the both of the returned meter¿s memory, but the date was set incorrectly on both meters. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer received questionable results from her (meter a) coaguchek xs meter serial number (B)(4) compared to her husband¿s (meter b) coaguchek xs meter serial number (B)(4). The customer tested twice using meter a with strip lot 40501021 and both results were >8.0 inr. The customer tested on meter b with strip lot 36888621 and received a result of approximately 2.5 inr. The results were taken within 4 hours. The customer¿s therapeutic range is 2.0-3.0 inr.